Manufacturer narrative:
On september 7, 2023, mentor received additional information indicating that the patient had undergone bilateral breast implant removal and replacement surgery on (B)(6) 2023. The patient's implants were replaced with unspecified saline implants. On (B)(6) 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, material rupture.

Manufacturer narrative:
On september 26, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 375cc breast implant had a crease/fold on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear (a) within the crease/fold measuring approximately 0.1 cm. Two (2) additional tears were found on the posterior view, both tear (b) and (c) measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the tears (b) and (c), and parallel striations were found in an area of the tears measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tears could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. The evaluation determined that the possible cause of the tear (a) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Event description:
It was reported that a 47-year old female patient underwent breast augmentation revision with two 375cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient suffered bilateral breast capsular contracture (baker grade ii-iii on the right and baker grade iii on the left). In addition, the left breast implant was also reported to be deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).